Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device log did not yield any information to confirm the customer report. The electrode pad returned from the event had the presence of hair, but functioned to specification. Based on our investigation, there is no indication of a device malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device failed to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.